Manufacturer narrative:
On 6/28/2019, additional information received, indicated that the patient had left breast granuloma underwent removal with another mentor silicone implant. On 6/20/2019, mentor received the suspect device. Device evaluation completed on 7/2/2019: during analysis of the sample it was observed a crease in the anterior view. Leak testing was performed and no leak sites were detected. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/22/2019, additional information indicated that patient pathology reports shows small benign mass through ultrasound. On 7/18/2019, information indicated that the patient also had issue with capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated product evaluation completed on 8/8/2019: during analysis of the sample it was observed a crease in the anterior view. Leak testing was performed and no leak sites were detected. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: right-mentor memorygel, 400cc silicone breast implant, catalog number 3505430bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel, 400cc silicone breast implants which the left side ruptured after implantation. The issue was diagnosed during the physical examination. As a result patient scheduled for removal on (B)(6) 2019.